Event description:
In 2009, customer preparing injections as normally. When system enabled and started, ram moves in wrong direction. No other information made available. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.